Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, b5, e2, e3, g1- contact person-at mfg site, g3, g6, h2, h3, h6-(medical device problem code, type of investigation, investigation findings code, investigation conclusion code, component code) and h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse stated that a cracked pressure muffler was causing noise. The fse replaced the npt muffler. The fse completed a preventive maintenance (pm). All functional tests and calibration were performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by customer that during use, the cardiosave intra-aortic balloon pump (iabp) was leaking helium. There was no patient harm reported.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- b6, b7, d10, h6- health effect ¿ impact codes.